Event description:
Covid test false positive; I had a free curative covid-19 rt-qpcr test yesterday in (B)(6). I had the test so that I can see my mother in assisted living. The test came back positive and this is highly questionable. On (B)(6) 2021, I tested at (B)(6) in (B)(6) and received a negative result. I have absolutely no symptoms and question the handling of the test. I had to toss it in a lined trash can when completed. How can cross contamination not happen with individuals handling their own test and baggie? Then the baggies are all tossed into the same trash can together? Now, I don't know which test to trust. I sat with my dying father in early (B)(6) in a hospital covid unit for 2 days. Both my parents had covid in assisted living in (B)(6) and I was exposed several times. I would think I would have gotten it then. I have read some things about curative that are not favorable and they were pulled from nursing home use. How are we to trust results?! Also, I had my first phizer vaccine on (B)(6) 2021. Regards, (B)(6). FDA safety report ID# (B)(4).